Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative reload was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they connected adapter to powered stapler handle with no problem. Then they connected reload to adapter, however the jaws were articulating on their own. Re-connected over again ,however the same event occurred. Replaced by another set and a new cartridge, the loading and the firing were completed with no problem.